Event description:
A patient reported experiencing inaccurate high results with a meter. The patient's blood glucose results were 349mg/dl, 231mg/dl, 395mg/dl, 222mg/dl. Tests were done within 11-20 minutes with a difference of 28%. Patient did not experience any adverse events. No further information has been reported.